Event description:
Ous MDR - it was reported that the lead showed no capture in the bipolar mode and that the pacing threshold had increased shortly after the implantation. The lead was explanted. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During this inspection, no deviations from technical specifications could be found that could be related to the clinical complaint. The lead was within specifications and in working order. The values measured during the electrical analysis in particular were within technical specifications. In summary, there was no indication of a materials defect or a manufacturing defect.